Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that unit box and cushion materials had been partially deformed, implying that the unit box had been exposed to some force. The actual sample was unpacked, and visual inspection revealed that the sampling line tube was found to have been fractured at the joint with the oxygenator blood outlet port. Magnifying and electron microscopic inspections of the fracture cross- sections of the sampling line tube confirmed there was no any anomaly on the surface that could have been a trigger of the generation of the fracture with no embedded foreign substance or air bubbles trapped in the material. The surface was in the smooth state on some part and in the rough state on the other part. On the smooth part some streaks were found to have been generated. This streak pattern implies that the fracture developed in the direction of the streak pattern. The sampling line tube was cut vertically at one point and the cut cross-section was inspected under magnification. There was no unevenness in the wall thickness. The outside and inside diameters of the tube were confirmed to be equivalent to those of the current product sample. Reproductive testing was performed; more than one test product sample, after having been cooled down to minus 10 oc, were dropped from 1.5m high in the state of packed in the box in the normal manner. As the result, some of the tubes became fractured at the connections to the ports. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. IFU states: do not use if the package or device is damaged (e.g.cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the fracture of the sampling line tube at the port was the cause of the reported leak. It is likely that the actual sample was cooled down due to a low temperature during transportation in a cold season and/or due to the storage environment and that, in this state, it was subjected to some excessive shock force due to being handled inattentively during transportation, resulting in the fracture of the tube. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during priming of the involved capiox device, the sampling line was found to be broken at the blood outlet. The event occurred pre-treatment, no patient was involved.